Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator had a ventilator inoperative code found in the ventilator's downloaded error log and the device's blower motor was replaced to address the issue. The device's system board was also replaced to address the issue.